Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.

Event description:
Patient's spouse reports, his wife decided to have her pump replaced due to the recall communication that was sent to her doctor. The pump was explanted and replaced in 2006, after 82 months implant duration. He states, that his wife got an infection from the surgery and needed treatment to fight the infection. Hcp reports no patient symptoms. The drug in the pump was morphine (25.0 mg/ml) at a dose of 2.989 mg/day. Additional information has been requested from the hcp, but was not available at the time of this report.